Manufacturer narrative:
Additional information: g3, h2, h3, h6. The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported steam pop and effusion remains unknown. Per the IFU, cardiac tamponade and pericardial effusion are known risks during the use of this device. Per the IFU, application of rf energy outside of the power and duration recommendations may increase the likelihood of steam pop occurrence.

Event description:
During an ablation of the cti line in the right atrium, a steam pop and effusion occurred. While ablating with 20w on the cavo tricuspid isthmus for 30 sec each lesion, the user was unable to achieve block the first time around, so the power was increased to 40w and ablating an area of breakthrough. An audible ¿pop¿ was heard, impedance rose instantly from 105 ohms to 122 and ablation was stopped. The patient then developed an effusion and intervention was applied to stabilize the patient.